Manufacturer narrative:
The suspect product is the compact strip.

Event description:
Pt reported obtaining back-to-back blood glucose results, of 198 mg/dl and 105 mg/dl, on the compact system (meter and strip lot 20653642 with expiration date 03/31/2008). Patient did not modify therapy based on these results. No pt injury was reported and no treatment was received. Pt did not provide the location where the discrepant results were obtained. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.